Manufacturer narrative:
Work order search: changed from no similar complaint types found to 1 similar complaint type events were reported for units within the same lot. Claim#: (B)(4).

Manufacturer narrative:
No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a spfc45, microstaar injector damaged a lens during insertion into the eye. The lens was implanted and removed from eye during initial surgery on (B)(6) 2019 with no patient injury. Backup lens was implanted and resolved problem. Reporter stated that the cause of event was due cartridge issues.